Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe high blood glucose event while using the ilet, attributed by the reporter to a bad infusion site; no alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included insufficient information regarding health impact. Investigation included communication with the user¿s family and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and there was insufficient information to characterize a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.